Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case,pillowing keypad overlay, cracked select button keypad overlay,keypad overlay texture damage, missing reservoir tube o-ring,cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and serial number label fading. No crack found at reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir compartment is cracked. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details.